Event description:
Received product recall e-mail on the single transducer used with our ventriculostomy monitoring. Transducer changed out and sequestered. No evidence of air bubbles in the removed transducer, which the alert pertained to. All other transducers removed and sequestered. No change in the patient's icp readings after transducer changed.